Manufacturer narrative:
Final analysis found a single bit flipped and was most likely due to exposure to therapeutic radiation. The bit flip caused device to revert to back up vvi and lost communication with merlin programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving radiation therapy in backup vvi mode and complaining of pocket stimulation. The device was could not be interrogated, the device download was not successful due to inability to communicate, the device was replaced. No additional information was available.